Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that numbers were scrolling on their own. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.